Manufacturer narrative:
H3: product analysis of (B)(4), lotno:0227808723 as found condition: the echelon-10 micro catheter was returned for analysis within a shipping box; within a sealed plastic biohazard pouch; within an opened echelon-10 inner pouch and within a dispenser coil. Visual inspection/damage location details: no damages or irregularities were found with the echelon-10 hub. No bends or kinks were found with the echelon-10 catheter body. No damages were found with the echelon-10 distal tip or marker bands. Testing/analysis: the echelon-10 total length was measured to be ~156.0cm and the useable length was measured to be ~148.3cm which is within specification (specification: total (ref) = 155cm; usable = 147.0 cm ± 1.5cm). The echelon-10 micro catheter was flushed, and water was observed exiting from under the outer strain relief. The outer strain relief was removed, no gap was observed between the grilamid and hub. The leak was found to be exiting between the catheter body and the hub. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter leak¿ was confirmed. Water was observed to exit between the catheter body and the hub, indicative of potential insufficient adhesive coverage. There is an indication that the event could be related to a potential manufacturing issue; therefore, a device history record review will be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that an echelon catheter was leaking. The patient was undergoing surgery for treatment of a ruptured aneurysm at the origin of the left middle cerebral artery m2 segment, accompanied by subarachnoid hemorrhage. It was noted the patient's vessel tortuosity was moderate. The access vessel was the femoral artery. It was reported that the customer discovered that the echelon 10 catheter was leaking when the catheter was being flushed, so another microcatheter was used for the procedure. The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the water leakage was found during flushing the catheter. The damage was not noticed upon opening the packaging. Normal operation preparation was performed prior to the damage being seen. There was no damage or evidence of tampering to device packaging.